Manufacturer narrative:
We do not know whether this device was manufactured by foshan r. Poon medical products co., inc., because there is nothing in the importer's complaint or MDR that identifies the device and the device was not returned. We have asked the importer for more info but the importer did not respond.

Event description:
Per importer's MDR: the consumer states the seat cracked and both he and his wife were cut approx one year ago.